Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic broke during insertion. It was indicated that the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged, but no suture was needed. An msi-tm injector and aq cartridge fp were used, but the lot numbers are unknown.